Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned patients and orders were not crossing over to station. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient was not crossing over to the station. A technical support specialist (tss) remoted into the station and found the maintenance service disabled. The service was set to auto start and enabled. User verified that patients were then displaying correctly. The system functioned as intended after the technical support specialist troubleshot the device.